Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that post use an endoscopic vein harvesting procedure, hemopro2 extension cable had a break at the connection of the adapter. States both occurred after patient left the room. A replacement device was used to complete the procedure. The hospital did not report any patient effects. (B)(4).

Manufacturer narrative:
On (B)(6) 2017 08:38 am (gmt-4:00) added by (B)(6): a replacement device was used to complete the procedure was incorrectly noted. Internal complaint number: (B)(4). Autonumber : # cs-(B)(4). This is an OEM device. A serial/lot number was not provided and the specific product serial/lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The hp2extension cable device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. A visual inspection was conducted. The connecter collars of the extension cable was broken and sheared off from its original position. The connector collar was dislocated from its original position leaving the inner component exposed. The extension cable was returned without the broken connector collar piece. Based on the return condition of the device and the results of the investigation, the reported complaint was confirmed for the reported failure mode "break".

Event description:
The hospital reported that post use an endoscopic vein harvesting procedure, hemopro2 extension cable had a break at the connection of the adapter. States both occurred after patient left the room. The hospital did not report any patient effects. Related to cs-(B)(4).